Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years five months later, patient presented with abdominal pain. Subsequent computed tomography revealed non-retrievable inferior vena cava filter in stable position with posterior tilt in the inferior vena cava and the legs bulged outward and indented onto the third portion of the duodenum. Approximately five months later, computed tomography revealed segmental and sub-segmental acute thromboembolic disease, that involved the right middle and lower lobes extended proximally from the intralobar artery. Eventually, next day computed tomography revealed infrarenal inferior vena cava filter with cranial-most tip positioned 0.8 cm below the left renal vein confluence and the device was angled posteriorly with tip rested against the posterior wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and recurrent pulmonary embolism. Approximately two years and five months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous contrast alleged that the filter tilted and filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant and reportedly experienced abdominal pain; however, the current status of the patient is unknown.